Manufacturer narrative:
Device evaluation of battery been completed. The reported problem (thermal damage) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated and thermally damaged. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack was thermally damaged.